Manufacturer narrative:
Unit passed basic occlusion test and displacement test. No motor error alarms were noted; however, unable to prime unit during prime/delivery test due to force sensor resistor damage by moisture. Moisture damage found at motor assembly. Was unable to perform motor test due to motor anomaly. Unit received with cracked case at display window corners, reservoir tube and battery tube threads. Unit received with scratched display window. Unit received with missing end cap sticker. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that customer received a motor error alarm. Customer's blood glucose was 8.4 mmol/l. Customer was able to rewind insulin pump. Customer was advised that insulin pump would need to be replaced.